Event description:
Surgical procedure: hysterectomy. According to the reporter: as the surgeon was suturing, the needle became stuck in the vagina cuff tissue of pt cavity. The needle was removed from the pt and the surgeon used a second device and was able to complete the case. There was tissue trauma and blood loss of approximately 50 ml. The operating room time was extended by 1.5 hours.